Event description:
Facility reports the small battery drive does not function. It is reported device was tested with other attachments and worked fine.

Manufacturer narrative:
(B)(4). Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the sagittal saw attachment doesn''t function was confirmed. The device was evaluated and the complaint was reproduced. The root cause of the failure was likely to have been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this device is 18-aug-2000. The source of the manufacture date is the release to warehouse date. Placeholder.